Event description:
It was reported the implantable neurostimulator (ins) packaging had already been fully opened up in an implant surgery 1-2 months prior to report, but had not been used due to an abandoned implant surgery, so the ins was flash autoclaved and wrapped up for future use. It was stated the day of report, it was noticed that the setscrew in the connector block molding and within bore looked to be a bronze color versus the usual silver color.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported there was no patient injury and the device was not used in the patient. It was noted the patient recovered without sequelae. Reportedly, there was a color change in the header of the implantable neurostimulator (ins). It was later reported they were going to use an autoclaved device as a replacement for a patient and noticed discoloration on the autoclaved device and opened a new device.

Manufacturer narrative:
(B)(4).